Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
The complaint states that unspecified malfunction/wearable issue was reported. Date of event is an approximation. On 05/08/2025, a business territory manager reported that a physician¿s office disclosed an adverse event involving a patient using a dexcom sensor issue occurred on (B)(6) 2025. The report did not include any specific details regarding the nature of the event. According to the territory manager, the physician¿s office declined to provide additional information. There was no documentation of further medical evaluation or intervention related to the event. Due diligence follow-up was not attempted, as the reporter¿s identifying details could not be obtained. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.